Event description:
It was reported that the buttons on the insulin pump are not responding; buttons are sticking. Customer stated that when pressing the up arrow button the numbers on the screen keep scrolling up. Device was exposed to humidity. Blood glucose value is 9.8 mmol/l.. Nothing further reported.

Manufacturer narrative:
Insulin pump had no button response on act button due to corroded keypad traces. No unexpected numbers ramping or scrolling noted. Insulin pump had a cracked case at display window corner and cracked reservoir tube lip.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.